Manufacturer narrative:
This event will be further evaluated and investigated. Note: this reportable event was identified during a retrospective review on 04/01/2011 of complaints for additional reportable events. This cf is related to (B)(4).

Event description:
This cf was opened to capture further evaluation of thyroglobulin antibody assay (thgaby) not meeting linearity specifications. In 2009, beckman coulter inc., (bci) was performing internal dxi onboard dilution linearity studies for multiple assays. Wb ii, sample diluent a, and s0 calibrators were processed during this study to qualify wb ii as an additional assay diluent. Wb ii, sample diluent, and s0 calibrators did not meet the assay performance criteria linearity specifications. No patient results were generated in this event. Patient treatment was not affected.